Event description:
The customer reported to olympus, the oes cystonephrofiberscope had a rubber pinhole separation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the forceps stopper had come off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a dislodgement of the forceps stopper mouthpiece. In addition, the evaluation found the following; the forceps channel port was shaved and the water tightness was lost, the adhesive on the bending section cover had a chip, the forceps elevator lever had a crack, the forceps elevator lever had a scratch, the eyepiece had a scratch, the grip had a scratch and discoloration, the angulation lever had a scratch, the venting connector under the grip was shaved and the control unit was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed, damaged/detached biopsy valve mount issue could not be determined. However, the issue was likely, the result of physical stress. Olympus will continue to monitor field performance for this device.